Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the customer was able to interact with the pump, a part of the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the touch screen was responsive. The customer's blood glucose level was 207 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The device was received; however, a device evaluation was not performed.